Event description:
It was reported that a user experienced high blood glucose while using the ilet with an inset infusion set and discovered a kinked cannula during a supply change; insulin delivery was resumed after guided troubleshooting and set replacement, and a follow-up was planned to confirm glucose improvement. Symptoms included hyperglycemia with a reported blood glucose of 318 mg/dl. Outcomes included temporary interruption of insulin delivery with subsequent restoration of therapy and monitoring. Investigation included remote troubleshooting and user re-education on infusion set replacement. Investigation of this case revealed a kinked infusion set cannula consistent with an infusion site or set-related delivery issue that was resolved by replacing the set and resuming insulin. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.